Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-01760. The manufacturer is unable to determine which lead is on the right so both leads are being reported. It was reported the patient was no longer receiving effective stimulation. The right lead would not ramp up and lead diagnostics revealed multiple high impedances. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the right lead which resolved the issue.